Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it failed to cross the lesion. It was then noted that the balloon ruptured upon 6th inflation at 12atm in the area before the lesion. No patient complications were reported. It was further reported that the device was simply and completely pulled out of the patient's body. The patient's status post-procedure was good.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mm x 2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it failed to cross the lesion. It was then noted that the balloon ruptured upon 6th inflation at 12atm in the area before the lesion. No patient complications were reported.